Event description:
The customer reported thta vasoseal was used following a diagnostic catheterization procedure. A small pseudoaneurysm of undeterminded origin developed on "rcfa". The physician required multiple sticks to gain access into the artery. A small nonexpanding hematoma was noted at site prior to sheath pull. The patient was discharged with a small nonexpanding hematoma. The patient was treated for the pseudoaneurysm with compression at another hospital.